Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the hypodermic needle did not easily fit into the safety device. It is also reported that a lot of force has to be used to close the needle securely into the safety device. This also caused the needle to come loose from the syringe. No adverse health outcomes were reported.